Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing an issue trying to open the battery cover on her one touch ultrasmart meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue began approximately one month prior to contacting lfs. She stated that her meter would not power on, and when she attempted to replace the batteries she was unable to remove the subject meter's battery cover. She informed this mss, that she tests her blood glucose levels 3x/day and manages her diabetes with actos (morning only). Due to the alleged issue with the meter, she stopped testing her blood glucose, and continued her usual diabetes routine of taking actos. Approximately 10 days later, after the alleged issue started, she woke up feeling dizzy, and sweaty and treated with a drink of water plus a teaspoon of sugar, skipped her actos pill, and verified feeling better afterwards. At approximately 9 pm that night, she stated feeling sweaty and having a very fast heart beat. The patient alleged that she was awake and alert and able to immediately call for emergency medical services (ems). When they arrived they tested her blood glucose with their ems meter and obtained a result of "34 mg/dl". In response to her symptoms, and due to their glucose result, they treated her with a morphine injection and took her to the hospital. She stated that 7 minutes later, in the emergency room, they tested her with a hospital meter, and they obtained a result of "148 mg/dl". She reported that no additional treatment was given at the hospital, but was kept overnight for observation and discharged the next morning. At the time of troubleshooting, the cca noted that the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia, and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.